Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported infection; however, infection after approx. Thirteen years implantation is unlikely to be product related. The investigation could not verify or draw any conclusions about the root cause of the reportd device loosening and polyethylene wear; however, polyethylene wear after thirteen years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to address infection. Intraoperatively noted poly wear of the patella and loosening of the femoral component.